Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, the plastic distal end cover had a crack. The device evaluation found that the connecting tube had foreign objects. Additional findings include the following: the flexibility adjustment function did not work due to wear of the flexibility adjustment ring, the scope cover had a crack, the light guide lens had a crack, the adhesive on the bending section cover was detached, the connecting tube had a scratch, the bending angle in the up direction did not meet the standard value due to wear of the angle wire, and the universal cord coating was peeling. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope had a defective distal end cap. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the connecting tube had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
B5: additional information has been obtained and provided. H10: it is unknown whether there was deviation from IFU (instructions for use) in reprocessing steps for the area where foreign material remained. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material at the connecting tube could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. - IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
Per additional information obtained, the event occurred during preparation for use.